Event description:
It was reported that this implantable pacemaker device was not functioning properly a week after the surgery. The implantable pacemaker device remains in service. No adverse patient effects were reported.